Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. The device was unable to undergo the displacement test due to no button response. There was no evidence of moisture damage on the electronic stack, motor, battery tube, and vibrator assemblies. The following cosmetic damage was also noted: cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while she was cleaning. The patient's blood glucose at the time of incident was 578 mg/dl; no treatment methods or symptoms of high blood glucose were mentioned. Troubleshooting was initiated for the button error alarm. The customer stated that sweat or splashed water may have caused the button error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.